Manufacturer narrative:
The reported field event of loss of pacing output was confirmed in the laboratory and was likely due to electro cautery exposure resulting in bvvi operation. Based on all available parameter and usage information, device longevity was found to be within expected limits. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a generator change due to normal eri for a dependent patient, the device stopped pacing when it was taken out of the pocket. When it was put back into the pocket it resumed pacing. Prior to the device being removed from the pocket, electrocautery was used in the procedure. The patient presented stable after the surgery.